Manufacturer narrative:
D9 - date returned to mfg: 10/15/2025. Received two (2) new 011-cl3020 admin set w/chemolock for inspection. Solvent was observed at the tubing above the drip chamber on each sample. The solvent fluoresced under uv light. The solvent was attached and not loose. The complaint of white on the tubing can be confirmed. The probable cause is due to errant solvent applied during manual assembly in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint involved a 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿ w/red cap, 20 drop in-line drip chamber, spiros®, bag hanger, drop-in red cap. An unidentified white substance was reported in the tube or there was visible white substance in fluid path. There was no patient harm.

Manufacturer narrative:
The device is available for return; however, it has not yet been checked in as received.